Manufacturer narrative:
The device is not available for evaluation, and no pictures of the device are available. The investigation is ongoing. Once we have additional relevant information it will be included in a supplemental report.

Event description:
Complainant alleges "Forcep tip broke off intraoperatively. The surgeon was not able to remove the fragment at the time of surgery. Imaging was performed to confirm location. Fragment remains in patient. Recent imaging indicates the fragment has not migrated."